Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2020-01396.

Event description:
The patient was undergoing a coil embolization procedure in internal carotid artery (ica) using penumbra smart coils (smart coils), penumbra coils 400 (pc400s), a px slim delivery microcatheter (px slim), and non-penumbra microcatheter. It was reported that the patient was in poor condition prior to the procedure; the patient had a bleed and an arteriovenous (av) fistula. During the procedure, a smart coil would not advance in the introducer sheath and was stuck at the friction lock. Subsequently, the smart coil was removed, and the physician implanted another smart coil in the target vessel using the microcatheter. Next, while advancing a pc400 through the px slim, the pc400 unintentionally detached in the px slim. Therefore, the px slim containing the detached pc400 was removed. The procedure was completed using another pc400 and the same px slim. There was no report of an adverse effect to the patient.